Event description:
Pt presented with onset of new pain and pain radiating down into the left side of back into leg. A CT myelogram was performed which revealed "the presence of a mass lesion in the left lateral gutter region of the thecal sac at the tip of the catheter, located at the l1 vertebral body level". There was a catheter explantation and partial resection of the granuloma formation 4 days later. The mass was evaluated by pathology which reported "necrotic tissue, amorphous debris and organizing blood clot. No intact viable tissue identified. No fungal organisms identified". The only outcome noted by the hcp is "the pt was taken to the recovery room in satisfactory condition".